Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having hypoglycemia and paramedics were called. The blood glucose reading was 40mg/dl. Troubleshooting was performed. The customer was unsure of the cause of his low blood glucose. The programming was correct. The status screen indicated the same amount of insulin showed in the reservoir. The customer is on a new diet and he believes that his basal rates and bolus wizard may need to be adjusted. No further information was provided.